Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Product codes updated.

Event description:
Consumer complaint of about blood result reading "lo". Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product evaluation not yet performed at the time of the report. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/13/2014).

Event description:
Consumer complaint of about blood result reading "lo". Reviewed the last 5 blood results in the meter memory: (B)(6) 2014 at 9:13 am 44mg/dl; (B)(6) 2014 at 9:05 am 57 mg/dl; (B)(6) 2014 at 9:01am 29mg/dl; (B)(6) 2014 at 8:59 am 102mg/dl; (B)(6) 2014 at 8:55am lo. No adverse event reported.